Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One of the flippers was not set properly in the plunger head. Unable to duplicate the reported issue. Error history log review found a travel course reverse alarm. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump had a travel reverse error. No patient injury was reported.